Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that he experienced a "product usability" issue with his onetouch ping meter. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011. The mss was advised by the patient that ever since he "started using the meter in (B)(6) 2010", he has been experiencing "difficulties in seeing the black numbers (segments) against the black background" on the subject meter, making it hard to "catch what the flashing test result is on the screen". The patient stated that his doctor had put him on a stronger type of insulin, "r u-500", to "better control the blood sugar levels" and this is the reason why it is very important to make sure that he "is seeing the correct numbers", to adjust his insulin intake appropriately and "not to go too low". The patient is now "using an accucheck meter and manually entering the information into the insulin pump" in response to the reported issue. At an unspecified date and time after the alleged product issue occurred, the patient claimed to have developed symptoms of "nausea, feelings of passing out and blurry vision" which he associate with low blood sugar levels, and would "eat icing" in response to these symptoms . During troubleshooting, the cca noted and documented the patient¿s concern in regards to the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.